Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned

Event description:
It was reported that when the intra-aortic balloon (iab) was handed to the customer to insert, they stated that there was something wrong with the device. It was noted that the iab had been taken right out of the packaging prior to handing it off for insertion. A new iab had to be used instead. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. A kink was observed on the catheter tubing approximately 69.3cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted slightly and the customer had fears that a rupture occurred as they thought they saw blood tracking inside the iab. It was noted that the iab had been taken right out of the packaging prior to handing it off for insertion. A new iab was inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Medical device ¿ problem code.